Event description:
Customer reported not seeing insulin drops at tubing end during fill tubing step intermittently. There was no adverse impact to the customer's blood glucose level. Customer did not complete necessary steps to remove air from the cartridge and ended call abruptly, so further troubleshooting by technical support was not completed. No additional information was provided.